Manufacturer narrative:
Return of product has been requested. The reporter returned 3 oral-b dual clean brush heads on 11-feb-2016. Product investigation is in progress.

Event description:
Brushes falling apart, bottom brush head starts getting loose and lifting up off the brush shaft and falls off; brush head broke apart [device breakage]; no adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b dual action or dual clean brushheads kept falling apart after 3 to 5 weeks. The bottom brush head would start getting loose and lift up off the brush shaft, and had fallen off in the consumer's mouth. No symptoms developed. 26-jan-2016 received follow-up: the consumer reported having used oral-b dual clean brush heads for years, and experienced repeated failures of the product. The latest replacement brush head had broken apart in the consumer's mouth "last week." No symptoms developed.